Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet, causing the connector to break and initially prevent disconnection and cartridge removal; the user later removed the broken connector piece during a guided call, and no replacement device was required. No clinical signs, symptoms, or injury reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem associated with the connector/coupler that resulted in failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.